Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros (B)(6) results were obtained from a single patient sample processed using vitros ahbc reagent lot 7520 on a vitros eciq immunodiagnostic system. The results were considered discordant when compared to a (B)(6) result obtained from a non-vitros (B)(6) method obtained at a reference laboratory. A definitive assignable cause for the event could not be determined. Based on historical vitros ahbc reagent lot 7520 quality control results, there is no indication a reagent related issue contributed to the event. The customer processed a within run precision test and obtained acceptable results indicating the vitros instrument was not a contributor to the event. The results are repeatable on the vitros system and there is no further information regarding the samples other than the discordant results themselves; however, the laboratory does not believe the vitros results to be the true (B)(6) result for this patient. The presence of an unknown sample related issue or a sample interferent cannot be ruled out as the cause of the discordant (B)(6) results as no further investigation was performed on the patient sample.

Event description:
A customer obtained discordant (B)(6) vitros (B)(6) results from a single patient sample processed using vitros ahbc reagent lot 7520 on a vitros eciq immunodiagnostic system. The results were considered discordant when compared to a (B)(6) result obtained from a non-vitros (B)(6) method obtained at a reference laboratory. Vitros ahbc results of (B)(6) versus expected result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros (B)(6) results were not reported from the laboratory to a clinician and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).